Manufacturer narrative:
Hospital/medical records were provided and reviewed. Medical images have not been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical records review: the patient with history of pulmonary embolism status post lumbar disk surgery with need for additional lumbar surgery had an inferior vena cava (ivc) filter deployed with the tip at the l1-l2 level. Approximately six years one months post filter deployment, position of the filter was to be evaluated. X-ray and CT scan were performed which demonstrated extension of legs beyond the caval wall with extension into the psoas muscle, duodenum and aorta. A detached limb was on the right side extending inferiorly and a detached limb was on the left in a horizontal orientation. Approximately six years six months post filter deployment, patient presented for consideration of filter retrieval. The patient was asymptomatic and the recommendation was made not to proceed with filter retrieval. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs perforated and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter limbs perforated and detached. The device has not been removed and there were no reported attempts made to retrieve the filter. The status of the patient is unknown.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The patient with history of pulmonary embolism status post lumbar disk surgery with need for additional lumbar surgery had an inferior vena cava (ivc) filter deployed with the tip at the l1-l2 level. Approximately six years one months post filter deployment, position of the filter was to be evaluated. X-ray and CT scan were performed which demonstrated extension of legs beyond the caval wall with extension into the psoas muscle, duodenum and aorta. A detached limb was on the right side extending inferiorly and a detached limb was on the left in a horizontal orientation. Approximately six years six months post filter deployment, patient presented for consideration of filter retrieval. The patient was asymptomatic and the recommendation was made not to proceed with filter retrieval. The device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the medical records, the investigation can be confirmed for limb detachment and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 04/2011), (manufacturing date: 04/2008).